Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 2 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on august 16, 2021 run #1548 generated a sars-cov-2 positive, influenza a positive, influenza b positive result when analyzed on the cobas® liat® system (s/n 22101). The patient¿s same sample was repeat tested on the cepheid instrument that generated a sars-cov-2 negative result. It was also noticed that run #1555 generated a sars-cov-2 positive, influenza a negative, influenza b positive result for a 2nd patient¿s sample when analyzed on the cobas® liat® system (s/n 22101). The patient¿s same sample was repeat tested on the cepheid instrument that generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal sample was tested in 3ml bd 220220 viral transport media collection media. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Removed information about the 3rd sample which is a qc sample. The customer indicated that the qc sample was contaminated, therefore, it is not alleged anymore. The customer also confirmed that they did not want this qc sample investigated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 2 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run #1548 generated a sars-cov-2 positive, influenza a positive, influenza b positive result when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on the cepheid instrument that generated a sars-cov-2 negative result. It was also noticed that run #1555 generated a sars-cov-2 positive, influenza a negative, influenza b positive result for a 2nd patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on the cepheid instrument that generated a sars-cov-2 negative result. During review of customer-provided data it was noticed that on (B)(6) 2021 run #1502 a quality control sample generated a sars-cov-2 positive, influenza a positive, influenza b positive result. The customer confirmed that this run was a qc sample, but that they had contaminated the sample, explaining the positive result. Patient sample was collected using nasopharyngeal sample was tested in 3ml bd 220220 viral transport media collection media. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).